Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited variation in r-wave sensing amplitude and noise oversensing causing inappropriate therapy. No interventions were performed. The patient was in stable condition.